Event description:
A malfunction with the pump was reported by a distributor in norway, linked to a fault identified as malf 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The customer, after receiving instructions from technical support, was to return the faulty pump using a prepaid label and began using multiple daily injections as backup insulin therapy. Technical support arranged for the delivery of a replacement pump.